Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. Customer¿s blood glucose level was 576 mg/dl and not using auto mode feature on insulin pump. Customer also reported that the infusion set was leak and cannula was bent. The insulin pump will not be returned for analysis.